Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician could not freely manipulate the stylet. It was noted that he then could not pull the stylet out of the pacing lead. The stylet and lead were not used and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the using the returned stylet to performed stylet insertion test, stylet stop at distance 31cm, and could not pass any further. Destructive analysis was performed and confirmed that blood obstruct in coil lumen prevented stylet insertion. If information is provided in the future, a supplemental report will be issued.